Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Event date provided = (B)(6) 2015, exact day not provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to fire over a vessel, but the clips stayed open and did not form. Additionally, come of the clips were falling out of the device. The surgeon reported that only about twenty percent of the clips formed. It is unknown if a cholangiogram was performed. It was unknown how the procedure was completed. No patient consequences were reported.